Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed autofill failures in the log files but was unable to duplicate the reported issue. The stm performed a full calibration, functional testing and safety checks which passed to factory specifications. The iabp unit was cleared for use and returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected fields: (the date entered in the initial MDR was incorrect, and should have been 26-march-2019 based on the aware date of a cancelled duplicate record).

Event description:
It was reported that upon start up while the customer's transport crew was at the patient's bedside, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure repeatedly and could not be used. There was no patient involvement and no adverse event was reported.